Manufacturer narrative:
Cause of death was heart failure.

Event description:
During index procedure the physician used two in.pact admiral paclitaxel-eluting pta balloon catheters to treat a lesion located in the sfa <(>&<)> popliteal of the left leg (l1). Approximately 10.5 months post index procedure the patient expired. The investigator indicated that the event was not related to the study device, procedure or drug.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.